Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered infusion sets cannula was kinked. The blood glucose level was found to be 367mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.